Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the patient side cart (psc) arm 3 was not recognizing instruments. The technical support engineer (tse) reviewed the logs and found multiple 282 errors for arm 3. The site reseated drape, replaced drape, tried multiple instruments, and power cycled the system and still won't recognize any instrument. The site swapped out the patient cart from another system. The tse confirmed all her systems were at software level p10b. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed when issue was identified and system functionality was checked upon powering on the system which powered on without errors. The tse was contacted for troubleshooting. Site swapped out the patient cart to resolve the reported issue. The procedure was completed robotically with a different patient cart and using the same generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was not recognizing instruments. The unit was tested on an in house system in normal mode where the instruments were not being recognized. The unit was tested on a pftp and failed for carriage presence pins on the carriage switches test. The complaint was confirmed by failure analysis.